Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Additional pressure was applied and the wake button responded. The pump was being used for demonstration purposes only and there was no patient involvement.